Event description:
Reportedly, during testing, a "low oxygen" alarm occurred. The oxygen sensor was replaced which resolved the reported issue. No pt involvement reported.

Manufacturer narrative:
(B)(4).